Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central station was 'frozen' and the numerics and wave data did not update. There was no report of a patient injury or harm.